Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case patient factors likely contributed to the event; however, the cause cannot be conclusively determined.

Event description:
Edwards learned the patient underwent transcatheter valve-in-valve procedure was due to symptomatic critical degenerative aortic stenosis. In addition, there is significant calcification of prosthetic valve leaflets and the annulus. The patient tolerated the procedure well and transthoracic imaging, revealed no evidence of aortic regurgitation and no pericardial effusion and preserved lv function. Hemodynamics revealed only a trivial 5 mm gradient across the prosthetic valve. Patient was transferred back to the intensive care unit in stable condition.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. Attempts to get additional information regarding the condition of the device, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be filed. A definitive root cause cannot be determined at this time. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm perimount will be treated via valve-in-valve procedure with a 26mm edwards transcatheter valve. The reason for treatment and implant duration are unknown.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not able to be completed as information regarding this device (i.e. Serial number) was not provided. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm or 25mm bioprosthetic aortic heart valve, implanted approximately 13 years, was treated via valve-in-valve procedure due to stenosis. A 23mm transcatheter valve was implanted with trace residual leak. The patient did well throughout the case.

Manufacturer narrative:
Additional information was received through follow-up with the health care provider. Update describe event or problem.